Event description:
The event occurred in another country. However the same product is provided to blood screening laboratories in the united states under catalog # 03322114018. Donor unit was originally tested with the combas ampliscreen hiv-I test, v1.5 in 2005 as part of a pool of 4 blood units. Results of the pool testing were negative (non-reactive) and the 4 donor units were released. In 2006, same donor from 2005 gave another donation which tested positive for hiv (assay unspecified). A retained sample of donor unit from 2005 was re-tested on 2006 as a single unit and was found to be reactive for hiv-1 (assay unspecified) and also serologically negative for anti hiv-1 antibodies. No info is available on the hiv-1 rna titer of the donor unit. Recipient of blood unit released in 2005 was male who rec'd multiple transfusion during surgery. The current health status of the recipient is unknown.